Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months. The replaced portion of the percutaneous lead and the explanted pump were received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that pump stoppage events and driveline disconnect alarms were occurring when the driveline was not disconnected. The patient was asymptomatic. The log file was reviewed and pump stoppage events that occurred while the lvad system was connected to battery power were observed. On (B)(6) 2016, an external percutaneous lead replacement was performed by the manufacturer's technical services representatives; however, the pump stoppage events reoccurred. The pump was exchanged on (B)(6) 2016. No additional information was provided

Manufacturer narrative:
Approximately 20.5 inches of the external portion/distal end of the replaced portion of the percutaneous lead (lead) was returned for evaluation. Electrical continuity testing of the lead revealed that all wires were electrically intact. Superficial damage to the outer silicone sleeve was noted beneath the rescue tape repair and a few areas of moderate breakdown of the metal braided shield were observed along the length of the lead segment, which appeared consistent with over 4 years of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump's blood contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 11 inches from the pump housing and the remainder of the lead was returned in one segment measuring approximately 29 inches in length. Electrical continuity testing of both returned portions of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed on the internal portion of the lead at approximately 8 to 10 inches from the pump housing. Visual examination of the underlying wires under a microscope in the area of shield breakdown revealed breaches in the yellow and black wire insulation exposing the inner metal conductors at approximately 8 inches and 9.5 inches from the pump housing, respectively. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high potential testing of the remainder of the returned portions of the lead did not reveal any other areas of compromised wire insulation. The report of pump stoppage events and alarms could have been caused by a phase-to-phase short, which would occur if the exposed conductors of both compromised wires made simultaneous contact with the braided shield while operating on a tethered power source (such as the power module) or on battery power as recorded in the submitted log file. The system also had the potential for an electrical short to ground resulting in an interruption in pump function if the exposed conductors of either of the compromised wires made contact with the braided shield while the patient was operating on tethered power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.